Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2006 along with concurrent abdominal sacral colpoperinopexy, suture rectopexy, halban culdoplasty, burch urethropexy, cystoscopy and laparotomy lysis of adhesions due to urinary stress incontinence, stage iii pop, fecal incontinence, rectal prolapse, cystocele, enterocele and perianal descent. It was reported that following insertion the patient experienced extrusion, urinary/bowel problems, recurrence, dyspareunia, neuromuscular problems, vaginal scarring and mobility problems . No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and pelvisoft and mesh was implanted; and on (B)(6) 2009, monarc was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.